Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient had a sudden pain/burning sensation near the implantable neurostimulator (ins). The patient was in the emergency room (ER) because they were working on their car and they electrocuted themselves. They had a burn on their hand and pain on the ins that comes and goes. The hcp did not have a clinician programmer to run impedances or turn the device off. It was reviewed to contact a local manufacturing representative (rep). No further complications were reported.